Event description:
Complainant alleged that while attempting to pace a patient. The device would not pace at 60ma complainant indicated that the clinician used the device to continue treating the patient. Complainant did not indicate that there was any adverse effects to the patient due to the reported malfunction.